Manufacturer narrative:
Internal investigations revealed the presence of precipitate in reagent 2 (r2) of the calcium reagent lot. The root cause for the precipitation is still under investigation. An urgent medical device removal notice was mailed october 13, 2010 to all customers to immediately discontinue use of the calcium reagent lot. Calcium deviations of > 20% above and below the reference range are considered critical. These deviations could lead to non-detection of a pathological status or may lead to unnecessary therapeutic consequences. The erroneous bias caused by this assay lot may cause patient samples with critically high or critically low calcium levels to have results that appear to be in the normal range. These patients may be at high risk for misdiagnosis of pathological conditions associated with abnormal calcium levels. Inaccurately high calcium values may lead to an incorrect diagnosis depending on the blood calcium level. In the worst case, the wrong therapy may be initiated. Suspected hypercalcemia would mean confirming the calcium value quickly, and treatment would occur according to the clinical picture. A patient normally shows obvious symptoms if the calcium value is >12 mg/dl. In the case of inaccurately low values, the calcium value must be interpreted together with other parameters (e.g., magnesium, phosphate, and pth). Unnecessary further examination and blood collection may result.

Event description:
The customer received questionable calcium results for eight patient samples. Calcium results for six of the patients were erroneous when repeated on the same cobas integra 400+, serial number (B)(4). Patient 1, initial result was 9 mg/dl, repeat gave 7.8 mg/dl. Patient 2, initial result was 13 mg/dl, repeat gave 9.7 mg/dl. Patient 3, female, age (B)(6), initial result was 10.7 mg/dl, repeat gave 9.8 mg/dl. Patient 4, female, (B)(6), initial result was 11 mg/dl, repeat gave 9.6 mg/dl. Patient 5, female, (B)(6), initial result was 10.5 mg/dl, repeat gave 8.8 mg/dl. Patient 6, female, (B)(6), initial result was 10.9 mg/dl, repeat gave 9.2 mg/dl. The initial results were reported outside the laboratory. The patients were not treated based on the erroneous results. The calcium reagent lot number was 62601901. The customer declined a field service representative dispatch because she did not believe it was an instrument issue. The customer requested a new lot of calcium reagent which she calibrated and performed quality control. The new lot of calcium reagent resolved the issue.